Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, a 4f berenstein ii 65cm tempo catheter was loaded onto an unknown guidewire and about 10-20cm of advancing the diagnostic wire, the user noted the brite tip had come off. The outcome was that they took the diagnostic catheter off the unknown wire and prepped a new non-cordis catheter. The tempo catheter did not go into the patient. There was no reported patient injury. The device stored and handled according to the instructions for use (IFU). The tempo catheter was prepped as per the instructions for use (IFU). The user was trained to the device. There were no anomalies noted when removed from the package. There was no resistance met while advancing the device nor while advancing the device over the guidewire. The product was not returned for analysis. A product history record (phr) review of lot 18110533 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device or images for analysis, the reported customer event ¿brite tip/distal tip-separated-during prep¿ could not be confirmed. Handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 4f berenstein ii 65cm tempo catheter was loaded onto an unknown guidewire and about 10-20cm of advancing the diagnostic wire, the user noted the brite tip had come off. The outcome was that they took the diagnostic catheter off the unknown wire and prepped a new non-cordis catheter. The tempo catheter did not go into the patient. There was no reported patient injury. The device stored and handled according to the instructions for use (IFU). The tempo catheter was prepped as per the instructions for use (IFU). The user was trained to the device. There were no anomalies noted when removed from the package. There was no resistance met while advancing the device nor while advancing the device over the guidewire. Additional procedural details were requested but are unknown. Device was not returned as expected.

Event description:
As reported, a 4f berenstein ii 65cm tempo catheter was loaded onto an unknown guidewire and about 10-20cm of advancing the diagnostic wire, the user noted brite tip had come off. The outcome was that they took the diagnostic catheter off the unknown wire and prepped a new non-cordis catheter. Nothing went into the patient. There was no reported patient injury. The device stored and handled according to the instructions for use (IFU). The tempo catheter was prepped as per the instructions for use (IFU). The user was trained to the device. There were no anomalies noted when removed from the package nor prior to inserting the product into the patient. There was no resistance met while advancing the device nor while advancing the device over the guidewire. There was no excessive torquing required. Additional procedural details were requested but are unknown. Device was not returned as expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18110533 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 4f berenstein ii 65cm tempo catheter was loaded onto an unknown guidewire and after advancing the diagnostic guidewire about 10-20cm, the user noted the brite tip had come off. The diagnostic catheter was removed from the unknown wire and a new non-cordis catheter was used. The tempo catheter did not go into the patient. There was no reported patient injury. The device stored and handled according to the instructions for use (IFU). The tempo catheter was prepped as per the instructions for use (IFU). The user was trained to the device. There were no anomalies noted when removed from the package. There was no resistance met while advancing the device nor while advancing the device over the guidewire. A non-sterile unit of ¿cath tempo 4f ber ii 65cm¿ was received for analysis. The unit was thoroughly inspected, and no anomalies or damages were observed. Dimensional analysis was performed to verify the length of the brite tip and found within specification. A product history record (phr) review of lot 18110533 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿brite tip/distal tip ~ separated¿ was not confirmed. The returned unit did not present with any damages or anomalies. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation. ¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.